Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device passed an internal/external inspection, functional returned instrument testing evaluation (rite), electrical rite, and a short simulated therapy session. The device's pneumatic system was checked and found to be within specification. An event history log review was performed and verified the reported high drain 107 alarm. The cause was determined to be a false empty detect and use error of inappropriately bypassing the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 107 alarm occurred during drain seven of seven on the homechoice (hc) machine. This indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) had the home patient (hp) close the clamps and cycled power. The initial drain alarm equaled 1400ml. The tsr discussed the use of manual supplies to complete therapy and assisted the hp in removing the cassette. The hp stated that their legs and ankles were swollen and they had high blood pressure. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.